Event description:
A customer contacted baxter's technical service center reporting system error (se) 2240 (air in line) during dwell 3 of 4 on the home choice (hc). The technical service representative (tsr) instructed the caregiver (cg) to cycle the power and the hc alarmed se 2367. The tsr had the hp cycle the power again and explained the error to the cg. The cg stated that the patient line did not prime fully to the top of the patient line tube when he connected the hp. The tsr reviewed the proper setup procedure. The cg understood the alarm and will manually drain the hp for the night. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is unavailable. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the root cause of the reported issue was determined to be an incomplete prime. Should additional relevant information become available, a supplemental report will be submitted.